Manufacturer narrative:
Patient identifier - multiple = (B)(6). There was no additional patient information provided by the customer due to privacy issues. The customer replaced the alinity pipettor probes (ln 03r96-01) which resolved the issue. Return testing was not completed as returns were not available. The alinity ci-series operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem and troubleshooting of probable causes and corrective actions for erratic sample results. A review of the alinity I, serial number (B)(4), service history, identified no contributing factors to the current complaint. There have been no further occurrences of discrepant anti-hbc results after the alinity pipettor probe was replaced. A 12-month review for the alinity pipettor probe did not identify any trends. A product monitoring review of the alinity I platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, sn (B)(4), or the alinity pipettor probes (ln 03r96-01) was identified.

Event description:
The customer reported false reactive alinity I (B)(6) results on two patients. The results provided were: on (B)(6) 2020 (B)(6) on serial number (B)(4) = 1.02s/co (>/=1.00s/co = reactive) / retested on serial number (B)(4) = 0.2 and 0.2s/co (<1.00s/co = nonreactive); (B)(6) initial on sn (B)(4) = 2.88s/co (reactive) / retest on sn (B)(4) = 0.12 and 0.13s/co (nonreactive). There was no reported impact to patient management.